Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was power cycling after front panel replacement. It was also stated that the led on the turbine pcb (printed circuit board) was red. There was no patient involved in this reported event.